Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic thoracoscopic lobectomy, the device had poor staple formation while being applied on isolated lobar bronchus. The staples failed to formed. The device was also hard to fire and made a loud noise. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic thoracoscopic lobectomy, the device had poor staple formation while being applied on isolated lobar bronchus. The staples failed to formed. The device was also hard to fire and made a loud noise. New stapler and load were used to complete the case. There was no patient injury and no medical intervention was required.